Event description:
It was reported that the pt's implantable neurostimulator had impedances that were >10000 ohms on all electrodes. A lead fracture at the anchor site was suspected but not confirmed. The implantable neurostimulator system will be replaced. Additional info has been requested, but was not available as of the date of this report.